Event description:
I had a pacemaker inserted on 11/29 at (B)(6) atlanta. I was discharged on 11/30. On 12/19, I developed a migratory sunburn type rash that worsened and continues to cause issues today. After reading the procedure report, I found out that I had a tyrx envelope implanted with my pacemaker. The cardiology service has no advice for me nor did they tell me that I had an antibiotic envelope implanted and that there could be an allergic response to them. They told me I should seek care by a dermatologist, which I have. I have had a red, hot sunburn type rash to my face, neck, shoulders, chest and abdomen that is also peeling. The dermatologist is running some lab work and is starting me on steroids for now. I read on the medtronic site that you should not use a tyrx envelope if you have an allergy to minocycline or rifampin. I have never used these medications to know if I have an allergy but it seems like they should try one oral dose in those who haven't been exposed instead of implanting a system that delivers the drug over 9 weeks. It also doesn't seem reasonable to remove this envelope, which could introduce an infection to the pacemaker pocket. This will likely continue to be extremely uncomfortable, could worsen and will likely be quite costly. I am appreciative of the care and the desire to limit infections but this may have dire consequences nonetheless.